Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, however one possible root cause could be off axis insertion of the screw which resulted in the tip breaking off the screw. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an anterior cruciate ligament surgical procedure, it was observed that the milagro advance screw 7x23mm device broke off during fixation. According to the reporter, the decision was made to leave in place with additional screw placed for fixation. It was not reported if there was a delay but it was reported that in order to complete the procedure , they put another screw over the top of the broken tip and screw in the same bone hole. There were no reports of any significant extension of time to the procedure, and there were no reported adverse patient consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. Correction: a non-conformance search was performed and there were no non-conformance were identified for this part-lot number combination.